Manufacturer narrative:
Evaluation summary: the customer's reported condition of free flow was not confirmed.

Event description:
The facility reported free-flow on all three channels. The facility stated that there was absolutely no patient involvement associated with this condition. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event.